Manufacturer narrative:
(B)(4).

Event description:
After implanting the 29 mm masters series aortic valved graft, there was a yellowish material that seemed to be from the area where the cuff meets the mechanical valve, which seemed to be adhering to the leaflets, and causing one leaflet to not open/close. The surgeon flushed the area, and looked for other possible causes for leaflet entrapment however, nothing was seen other than the yellowish material and after removal of this yellowish material, the valve and leaflets operated as expected. Further information received on a cmdsnet report on (B)(6) 2017 indicated the valved conduit was reported to have debris stuck to the inner wall, as well as one leaflet stuck. After rotation, the leaflet still would not move and after pressure was applied, the leaflet 'popped' and subsequently moved appropriately.

Manufacturer narrative:
The investigation concluded the returned 29 mm masters series aortic valved graft did not have any visible evidence of surface damage or anomalies. The mechanical valve was not returned to abbott for analysis. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest there was an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown. Please note, the graft material has been impregnated with bovine collagen, which may appear yellowish. This is a normal and acceptable characteristic of the graft.